Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2256 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on january "14th, PICC nurse recognized during insertion wire lost. Ir notified, wire was removed via ir procedure friday jan 15th."